Event description:
Alleged the bed is popping out of brake.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. Mod 373 is a field corrective action which replaces the brake detent assembly and a caster adjustment is performed. This failure occurred following the correction of this unit.